Event description:
Caller reported that the cartridge was damaged at the cartridge shroud and experienced the issue once. There was no adverse impact to the customer's blood glucose level. Caller successfully changed the cartridge and resumed insulin therapy, with cts arranging a replacement via RMA, which the caller acknowledged and understood.